Manufacturer narrative:
Visual inspection confirmed the handle of the (B)(6) is broken off at the base of the shaft. Optical examination revealed a quasi-brittle fracture, with fracture morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order induce fracture is consistent with lateral bend stress overload. The above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: minimally invasive discectomy pre operative diagnosis: herniated disc it was reported that intra-op, handle of the product broke. The product came in contact with the patient. No fragment of the product remained in the patient body. No patient symptom and complication were reported at the event.